Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that mid way through a cataract extraction with intraocular lens (iol) implant procedure a system message was displayed that could not be cleared. Staff tried for 40 minutes to get the footswitch to work. Technical services was called for support. The case was not completed. The patient was transferred to another hospital (after four hour delay). The receiving hospital could not complete the surgery as the degradation to the incision made it difficult to insert the iol. The patient will need to return for additional procedure for placement of iol. Current patient status is unknown. Additional information has been requested but not received.

Manufacturer narrative:
The footswitch and system were examined and the reported system message (sm) was not replicated. The footswitch diagnostic sensor (1) had failed and 2 other sensors were noted as 'intermittent.' The company representative noted there was discoloration around the bottom of the footswitch. The footswitch was replaced and returned for evaluation. The company representative verified the footswitch and footswitch cable were found to meet product specifications. Historically, balanced salt solution (bss) ingress can cause discoloration and/or corrosion of footswitch components. The footswitch was manufactured on november 18, 2014. The associated system was manufactured on november 25, 2014. Based on qa assessment, both products met specifications at the time of release. The footswitch was received for evaluation. A visual assessment of the returned sample revealed no non-conformities. The footswitch was connected to a calibrated system and footswitch tester and tested per specification. One of five up-switch indicators would not turn on in the initial position of the treadle and the footswitch had the incorrect wireless version. The footswitch was then disassembled and it was determined that there was minor discoloration and corrosion on the contacts of the up-switch printed circuit boards (pcb). However, the reported event of the footswitch not responding was unable to be replicated. The most likely root cause of the reported 'sm' can be attributed to bss corrosion on the contacts of the up-switch pcb, causing the footswitch to short intermittently. An internal investigation was opened to resolve the bss issue. The manufacturer internal reference number is: (B)(4).